Event description:
This lead was implanted on (B)(6) 1998 and explanted on (B)(6) 2011 due to infection. The procedure took place at (B)(6) regional medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).